Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan france alleging an issue with her onetouch delica lancing device, specifically that the lancet does not fire. The complaint was classified based on the customer service representative (csr) documentation. The patient stated the alleged issue began since receiving the device approximately 1 year ago, specifically alleging that the lancet does not fit in the lancing device. The patient confirmed that she does not take any diabetes medications, and did not specify making any changes to her usual routine in response to the alleged issue. The patient reported that she experienced symptoms of ¿shaking and anxious¿ sometime in (B)(6) 2018, and self-treated by consuming additional food in response to the reported issue. The patient confirmed that her blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr noted that the correct 30g lancets were being used and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue began.